Event description:
The account alleged the head section will not lower on the stretcher. No injury reported.

Manufacturer narrative:
The account replaced the pneumatic gas spring assembly to resolve the issue.